Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were repeatedly prompted to rewind the insulin pump. The customer stated they were unable to exit from the preparing to prime loop. The customer also reported insulin continued to drip after the motor stops during the manual prime process. The customer's blood glucose was between 500 mg/dl and 600 mg/dl. The customer also reported numbers did not appear on the screen during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No prime anomaly or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.